Event description:
Related manufacturer reference number: 2017865-2025-11984. It was reported that the patient was lost to follow-up for some time and the capture threshold had raised on the right ventricular (rv) lead. When the autocapture was occurring it was not capturing, as well as the backup pulse. It was noted that the patient would pass out when the threshold ran due to no capture. Device reprogramming was made. The patient was fine.